Event description:
Information received by medtronic indicated that the insulin pump had damage battery cap and received battery failed alert. Customer stated that there was cracked at the back of insulin pump. Customer stated the insulin pump was not dropped or bumped. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Software version 5.2a. Retainer ring = black. Pump case = ngp. Customer returned insulin pump for an alleged failed battery test and cosmetic damage located at the battery cap contact and back of the pump found on (B)(6) 2022. The pump passed the displacement test, active current test and self test. No failed battery test noted during testing. Pump failed sleep current test due to moisture damage. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range; however, both unloaded voltage (ul vlith) and loaded voltage (loaded vlith) dropped in voltage on (B)(6) 2022 due to moisture damage. No unexpected battery alerts or failed battery tests were found in the history files on or near the event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, force sensor and harness vibrator assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), label damage (stained). Failed battery test not confirmed during testing. Exposed to moisture confirmed on pcba 1, force sensor and harness vibrator assembly. Unable to confirm cosmetic damage at the battery cap contact due to original battery cap not sent. Cosmetic damage confirmed at the back of the pump during analysis. Pump failed sleep current test due to moisture damage. Unexpected battery loss confirmed due to high currents from moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.